Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) develop redness around the implant site. In addition a loss of capture and sensing issues on the left ventricular lead were reported. The representative later reported that the patient was given antibiotics. In addition, it was unknown if the defibrillation, transvenous, and coronary sinus leads were to be explanted. The device was at end of life and was going to be explanted. No further adverse patient effects were reported.